Event description:
A f/u report was received from abbott int'l affiliate, abbott, france, which states "most of the time the users noted the disconnections when they unwrapped the packaging or during priming. In 4 cases it occurred during the infusion. No harmful consequences for the pts. No add'l info available".

Event description:
General report of disconnection of IV tubing sets. Report rec'd from abbott international affiliate, abbott france, states "disconnection of different parts of the sets, probably by lack of solvent at the level of the sight chamber and the y injection site." No further info is available. Add'l info has been requested, but no info has been rec'd.